Event description:
Had prophylactic bilateral mastectomy with silicone implants reconstruction. Later was diagnosed with rheumatoid arthritis. Experiencing a lot of pain. Want to remove them. Reason for use: bmx.